Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. No parts have been returned to the manufacturer for evaluation. Site has not confirmed service.

Event description:
A medtronic representative reported that outside of a procedure, the imaging system displayed error message, "individual battery failure" when powering on the system. There was no patient present when this issue was observed.